Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) failed pm battery run test. There was no patient involvement.

Manufacturer narrative:
To fix the issue, the stm replaced the batteries. Then, the stm completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
It was reported that the device the cs300 intra-aortic balloon pump (iabp) failed pm battery run test. Getinge field service engineer (fse) battery failed runtime test. Battery runtime of 126 minutes. Minimum runtime spec is 135 minutes. Replaced batteries. Complete checkout and checklist has been performed on there was no patient involved. The failure analysis and testing dept. Received part number battery, 9 sealed lead acid serial number with a reported unit failure of failing the battery run test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number battery, sealed lead acid serial number into the cs300 test fixture serial number and tested the board to factory specifications per the cs300 service manual part number rev. W. The fat verified the failure of the battery run test. The batteries ran for 126 minutes. Factory specification is 135 minutes. The batteries failed testing. Retaining the batteries in the fat per procedure number 0002-07-d008 rev.aq.

Event description:
N/a